Event description:
This lead was capped and the associated ICD was explanted and replaced. The pt received 26 shocks related to apparent lead fracture (noise on the ventricle/ff channel). Lead testing was normal. The lead yoke was cut and the body was capped.